Event description:
Reporter stated, the tibial inserts did not seat properly in the baseplate. Another device was readily available and implanted without incident. There was no adverse consequence for the pt or delay in surgery or anesthesia time.